Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After performing ivus, during removal, it was noted that the distal part of the device did not come out from the lap joint. Upon removing the non-boston scientific guide extension catheter, it was confirmed that the detached fragment had been left inside it. There were no patient complications reported and the procedure was completed by using another of the same device.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Visual inspection revealed the sheath was kinked.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. After performing ivus, during removal, it was noted that the distal part of the device did not come out from the lap joint. Upon removing the non-boston scientific guide extension catheter, it was confirmed that the detached fragment had been left inside it. There were no patient complications reported and the procedure was completed by using another of the same device.